Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fragment came off the force bipolar instrument. The fragment was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The force bipolar instrument broke while inside the patient. It was inspected prior to use and no damage was observed. The instrument did not collide with any other instruments during the procedure. The fragments fell inside of the patient and all the fragments were retrieved. The instrument was returned for analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed by failure analysis and found to have a broken grip at the grip base. A piece approximately 0.195" x 0.655" was broken off the yaw pulley. The broken piece was not returned. The force bipolar instrument also had a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.